Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced lower right abdominal and upper right leg pain. The physician found one of the patient¿s leads was anterior. The physician revised the lead and the patient recovered without sequelae.